Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other incidents reported for mechanical issue (clip open while locked) from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open while locked) could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced in b5 is filed under a separate medwatch report.

Event description:
This is filed because the clip opened during deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitraclip xtr clip delivery system was advanced into the patient anatomy and the clip was deployed without issue. However, upon deployment, it was noted that the clip opened slightly. The clip remained stable on the leaflets and well attached to both leaflets. No intervention was performed. An additional xtr clip was then implanted; however, the same occurred. The clip remained stable on the leaflets and well attached to both leaflets. No intervention was performed. A mitraclip nt clip was then implanted and the nt clip remained closed. No additional clips were implanted and the mr was reduced from grade 4+ to grade 3. No additional information was provided.